Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During preparation with the patient on the table and patches placed, a calibration error was noted and the procedure was cancelled with no patient consequences. The tactisys was dropped on the floor by the nurse the day before the procedure.

Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. The returned quartz was powered on and a prolonged audible beep was observed to indicate an unsuccessful boot. Communication was established and valid contact force was not verified. A fiso diagnostic identified degraded signals at fiso compact module slot 2. Internal inspection verified the fiso compact module 2 was non-functional and was temporarily replaced with a known-good unit. Functionality was restored as communication was established and the quartz recognized a known-good catheter with valid contact force. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause was isolated to the fiso compact module on slot 2.